Manufacturer narrative:
(B)(4).

Event description:
Patient's grandmother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application or receiver. Patient's grandmother was advised on the insertion process and ensured no other bluetooth devices could be impeding connectivity. No additional patient or event information is available.